Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. Data was evaluated and the allegation was not confirmed but a failed transmitter error was confirmed. The root cause could not be determined. The reported event of a pairing failure is reportable based on the finding a failed transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and a transmitter pairing error was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined.